Event description:
It was reported that lead had dislodged via review of x-ray. The patient was not pacer-dependent. The lead was explanted and replaced with no adverse consequences to patient. No malfunction of the lead was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.